Manufacturer narrative:
The insulin pump was received stuck in software error alarm loop during power up. The software error was alarm due to a software error. Analysis was unable to perform operating currents, self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify failed self-test alarm due to software error alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that they received failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the failed self-test alarm occurred more than twice during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.